Event description:
It was reported that the patient presented for follow-up and post-paced t-wave oversensing was observed. Programming changes were made, however the oversensing persisted during stimulation and during pli test when an impulse was delivered. Further programming changes were recommended. The patients condition is good after the event.